Event description:
Pt was using baush & lomb moisture loc solution for contact lens. Pt presented with severe pain, redness, light sensitive, blurred vision in the right for 2 weeks. Pt was treated with drops prior to our evaluation, symptoms were improving after 4 days of tx, but then symptoms started to get worse. On examination, multiple infiltrates were noted on the right cornea that had a fluffy appearance.